Manufacturer narrative:
The third party service agent replaced the system pcb assembly.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.  The device has not been returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4). The third party service agent provided physio-control with the electronic records from the device for review.  Through analysis of those records, physio was able to verify the reported issue.  The customer's device will be evaluated by the third party service agent.   The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to a third party service agent that the customer's device powered off multiple times by itself.  The reported issue occurred while performing device checks at the beginning of the crews shift.  The customer advised that each time the device powered off, it had to be manually powered back on.  The customer also stated that one battery was fully charged and the second battery was at 2 or 3 bars.   There was no patient use associated with the reported event.